Manufacturer narrative:
Evaluation results - (other): a lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The patient reported she had a 13.2mm micl 13.2 implantable collamer lens implanted in early 2008 in her left (os) eye. The patient reported she has experienced loss of vision due to the development of a cataract and also due to trauma induced glaucoma. A trabeculectomy was performed. The patient took oral medication for approximately three months after having the lens implanted, for inflamed eyes and eye drops for glaucoma. The lens remains implanted.

Manufacturer narrative:
(B)(4). Medical review - results: per medical scientific liaison - raised intraocular pressure (lop) requiring intervention is a labeled adverse event in the implantation of the visian icl. Surgeons are warned not to perform this procedure in patients with an acd < 3.0mm and gonioscopic angles less than grade il. This complication is generally due to inadequate peripheral iridotomies, excessive lens vaulting, or pigment dispersion due to constant rubbing of the icl with the posterior surface of the iris. There is an increased risk of this event if the icl was implanted in patients with a gonioscopic angle that is < grade 11, patients with an acd <3.0mm, or patients with a history of glaucoma.

Event description:
Additional information received - the surgeon stated at tile post-op visit on (B)(6) 2008, the patient's bcva in both eyes was 20/25. The lop in the right eye was 56.00. The lop in left eye was 52.00. At the last post-op visit on (B)(6) 2008 the patient had uncontrolled pigment dispersion glaucoma due to the peripheral iridotomies. The patient's ucva in left eye was 20/40, lop was 3 1. The right eye ucva was 20/25, lop was 23. The patient has a constant headache.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the icl was explanted. The patient has reported nerve damage and membrane clouding.

Manufacturer narrative:
(B)(4). Per medical review, review of this file indicates that increased intraocular pressure was noted after the implantation of the icl. According to the surgeon, the cause of this event was due to the yag iridotomies performed which caused pigment dispersion and consequently increased iop. Several medications were given but pressure remained increased. A trabeculectomy was then performed which resolved the problem. Due to the persistent increase in iop, part of the optic nerve was damaged causing some loss of peripheral vision. Conclusion: based on the complaint history, work order search and the medical review, the root cause of this event was due to the yag iridotomies performed which caused pigment dispersion and consequently increased iop.

Event description:
Additional information received - the facility reported the icl remains implanted and the patient does not have a cataract. The patient had loss peripheral vision.